Event description:
During outreach call, customer reports to have experienced keypad anomaly. Customer's blood glucose was 240 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No unexpected numbers ramping or scrolling screens noted. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched liquid crystal display window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.